Manufacturer narrative:
(B)(4). D10: medical products: item#: 110031399, mini standard thickness +0mm taper offset 40mm diameter humeral tray; lot#: 65851719. Item#: 113627, comp primary stem 7mm mini; lot#: 64964373. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation. Product was requested from the hospital, but not returned to customer. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty approximately one (1) year ago. Subsequently, the patient underwent a revision surgery approximately three (3) weeks ago due to the humeral tray turning on the humeral stem resulting in both the humeral tray and bearing being revised.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2 upon receipt of additional information, it was determined this product did not cause the event. The initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.